Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, suffering, disability and impairment.

Manufacturer narrative:
The product family for this women's healthcare product is unk; therefore, the associated labeling could not be determined for review.